Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced to address an issue. The reason for explant is unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information received stating the device meets or exceeds 75% expected longevity. There are no known allegations of deficiencies against the device.